Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
On (B)(6) 2011, the patient claimed that her blood glucose spike to 300 mg/dl after she started to have keypad issues. All the keypad buttons did not respond when normal pressure was applied. The patient would have to push hard on the keypad for a response. The patient admitted she did not confirmed if the animas pump delivered the programmed amount. There was no report of symptoms or medical intervention that would suggest a serious injury due to the alleged issue. The patient was advised to go on the backup plan. There was no product misuse. The pump will be return for investigation. This complaint is being reported as a malfunction due to the alleged keypad issue.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.